Event description:
Heparin 200:1 syringe infusing via medfusion pump into the access side of crrt (continuous renal replacement therapy ) circuit (negative pressure environment). Rns changed syringe and restarted infusion. After a few minutes, pump alarmed that the syringe plunger was not in place. Rn found the syringe plunger out of the clamp. The syringe was missing 18ml of heparin. Most likely, the negative pressure environment of the crrt access line popped the syringe out of the holder and administered 18ml of heparin (3600 units) to the patient. Ccm notified, coags sent, and heparin infusion paused until labs result.